Event description:
It was reported the hand piece is caused generator errors to occur. It was during testing and there were no patient consequences reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Date sent: 3-26-2012. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.